Event description:
As reported by the field, during a stent assist coil embolization, angiography and collateral circulation angiography showed that patient's blood vessel to be tortuous, and the lesion site was located at the end of internal carotid artery stenosis. Balloon dilatation and stent implantation were considered to solve the patient's stenotic lesion. The physician built vascular access and placed unknown (mc) in target position. A 4mm x 23mm enterprise intracranial neurovascular stent (encr402312, 6441637) was advanced within microcatheter slightly. When the stent passed through the tortuous vascular, the physician pushed delivery wire, but the stent advanced slowly, and resistance was felt. Then doctor increased some force to push the stent, but still felt resistance. The stent was impeded in distal of microcatheter and could not advance any more. The physician retracted the stent, then performed balloon dilatation and completed the surgery. Doctor observed that the stent body was not connected with delivery wire, the stent body was deformed. There was no patient injury report.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h6 and h10. Section b5: additional information received indicated that the stent was ¿slightly curved¿. The stent delivery system and mc were removed as a single unit. There was no cerebral target loss due to the event. The introducer was fully seated and secured in the hub. They were able to torque the device. There was no evidence of physical material within the device. Other devices were not successfully used with the same mc after the encountered resistance. The event delayed the procedure by ¿about 30 minutes¿, however, the delay was not clinically significant. Complaint conclusion: as reported by the field, during a stent assist coil embolization, angiography and collateral circulation angiography showed that patient's blood vessel was tortuous, and the lesion site was located at the end of internal carotid artery stenosis. Balloon dilatation and stent implantation were considered to solve the patient's stenotic lesion. The physician built vascular access and placed the unknown (mc) in target position. A 4mm x 23mm enterprise intracranial neurovascular stent (encr402312, 6441637) was advanced within the microcatheter slightly. When the stent passed through the tortuous vascular, the physician pushed delivery wire, but the stent advanced slowly, and resistance was felt. Then doctor increased some force to push the stent, but still felt resistance. The stent was impeded distal of microcatheter and could not advance anymore. The physician retracted the stent, then performed balloon dilatation and completed the surgery. The doctor observed that the stent body was not connected with delivery wire, the stent body was deformed. There was no patient injury report. Additional information received indicated that the stent was ¿slightly curved¿. The stent delivery system and mc were removed as a single unit. There was no cerebral target loss due to the event. The introducer was fully seated and secured in the hub. They were able to torque the device. There was no evidence of physical material within the device. Other devices were not successfully used with the same mc after the encountered resistance. The event delayed the procedure by ¿about 30 minutes¿, however, the delay was not clinically significant. The device was discarded; therefore, no further investigation can be performed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 6441637. Indicating this product was final inspection tested at lake region medical and was determined to be acceptable. Delivery wire impeded, premature stent deployment in microcatheter and kink/bent in patient are known potential complications associated with the enterprise 2 stent. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the device history record review, there is no indication that the events are related to the device manufacturing process. Assignment of root cause for the events remains speculative and inconclusive, based on the minimal information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation and vessel characteristics (i.e. Patient's blood vessel was tortuous) may have contributed to the reported failures. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.